Manufacturer narrative:
(B)(6). Multiple MDR reports were filed for this event, please see associated reports: MFR# 0001825034-2018-00389, MFR# 0001825034-2018-00390, MFR# 0001825034-2018-00462. Concomitant: comprehensive srs eas humeral head pn211256 ln356980; comprehensive srs modular stem pn211230 ln665950; comprehensive srs intercalary segment with screw pn211226 ln478780. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as information regarding its whereabouts is unavailable. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an initial shoulder hemi-arthroplasty. Subsequently the patient was revised due to pain that had developed in the humeral /glenoid socket. Patient was converted to reverse shoulder system. No further information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.